Event description:
It was reported that sharps coll mexico 7.6l red was missing the lid. This occurred on 7 occasions before use. The following information was provided by the initial reporter: at the time of the purchase order entry to the hospital, in the box of 24 units of reference collector, 7 covers were not found, the pertinent follow-up was carried out by logistics, and a report in pir was confirmed yesterday.

Manufacturer narrative:
H.6. Investigation: photo representation was provided. The issue was confirmed by photo and there was missing lids with sample not packaged according to specification however we could not confirm the root cause. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. All weight checks for this lot appear to have met requirements at the time of manufacturing. The root cause is unknown. The lids could be misplaced or an error occurred by a 3rd party if repackaging for distribution. This complaint may have occurred from a partial sale sold by a distributor. Additional information is needed about the handling and storage by the distributor facility to rule out that the issue was not due to incorrect handling or a partial sale. Based on these findings, our investigation is inconclusive. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll mexico 7.6l red was missing the lid. This occurred on 7 occasions before use. The following information was provided by the initial reporter: at the time of the purchase order entry to the hospital, in the box of 24 units of reference collector, 7 covers were not found, the pertinent follow-up was carried out by logistics, and a report in pir was confirmed yesterday.